Event description:
Additional information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) on the same day as the initial report {(B)(6) 2020}. The reason for call was the rep inquired if the catheter could be placed epidural as the doctor could not get proper cerebrospinal fluid (csf) backflow. It was noted the doctor had tried two different locations with the needle and tip placement and was going to try one more time. The doctor was utilizing fluoroscopy with the catheter tip placement. It was also reported just before the case hardware was placed percutaneously. It was noted the doctor was going to try one more time to place the tip of the catheter in the it space.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#:, serial#: (B)(4), implanted:, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd:15-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (575 mcg/ml at 75 mcg/day) via an implanted pump. During the initial implant procedure, there was difficulty implanting the catheter/difficulty getting it into the intrathecal space. After implanting the catheter (tunneled and anchored), there was difficulty getting csf (cerebrospinal fluid). The physician tried l1-2, then l2-3, then t12-l1 but was unable to get csf, so that catheter was removed. Technical services was then called, and a second catheter was used. The physician went back to l1-2 and put the catheter up to t7 as suggested by technical services and csf was obtained. Csf drained through the catheter and it was attached to the pump. It was noted that the pump and catheter were successfully implanted, and the issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. The environment, external, or patient factor that may have caused or contributed to the issue was noted to be that the patient had some surgery prior to the pump implant. Spinal hardware was implanted and then the patient was re-draped, and the pump surgery was started. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿.